Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin.net transmission. Patient was asymptomatic. The ICD was reprogrammed and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.